Event description:
It was reported that while using the trial/handle assembly, the distal end of the handle fractured. The surgeon was able to remove the trial with no incident.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This failure mode has been identified as being related to loosening of the trial from the handle and possible joysticking motion while removing the assembly from the body.